Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that treatment was aborted in the middle of the case. Additional information reported states that the system lost track of the pupil several times during treatment. Adjustments were made and the surgeon was able to resume treatment. The progress bar showed that the treatment was completed but the treatment report showed that the treatment was aborted. There was no patient harm or negative postoperative outcome.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During a phone call the company representative discussed the reported event with the customer. The company representative found this is a non-repeatable one-time issue. The root cause cannot be determined conclusively. (B)(4).